Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for use for a therapeutic procedure, the subject device had blurry and dark image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "blurry image and dark picture" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor debris under light guide connector, flickering image, and cracks on video connector were found. Based on the investigation results, the most probable cause of the complaint is traced to component failure. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation for use for a therapeutic procedure, the subject device had blurry and dark image. There were no reports of patient harm.